Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: b5, h4, h6. Corrected field: d8 (device serviced by a third party). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined, however it is likely the following led to the malfunction: scope detection slide is not working, and front panel is blinking occurred by the faulty scope socket. The event can be prevented by following the instructions for use which state: [warning] never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire. Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure was a colonoscopy and was completed using the same device.

Event description:
The customer reported to olympus the evis exera iii xenon light source, internal socket damage. Error 300 (xenon light source scope) shows when there is no scope plugged in. When the unit is plugged on at the beginning of the day must press escape- square top of the socket does not spring forward but you have to play with it for it to click - little mechanical spring. The issue occurred during the preparation for use. The procedure was diagnostic. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: the housing had wear and tear, the chassis is slightly rusted; switch devices had updated the power switch (sticks intermittently); the scope was at faulty; internal socket damage; and a non - olympus lamp had over 400 hours. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.